Event description:
Pt status post tibia and fibula plate and screw implantation on (B)(6) 2011 returned to surgeon complaining of pain. X-ray showed the lcp tibia plate was broken with a non union and the fibula plate was intact. Pt was returned to operating room and surgeon decided to remove and replace all hardware. Pt was revised to two new plates and screws of the same size and type. Surgeon noted he did not believe this was an implant failure due to the non union.

Manufacturer narrative:
The device history record of the subject product lot was reviewed and found nothing that would cause or contribute to the reported incident. All product met visual and dimensional criteria during its MFR and release. The investigation could not be completed, no conclusion could be drawn as no product was returned.